Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer over-corrected for a blood glucose (bg) of 191 mg/dl and bg lowered to 40 mg/dl. Customer entered the intended amount in the pump for the bolus; however, it ended up being too much insulin. The customer drank juice to treat bg level and at the time of the reported event, bg elevated to 91 mg/dl.